Manufacturer narrative:
The claim was generated by notivisa in brazil. As anvisa treats the end customer information confidential, it is not possible to obtain more details or have the sample sent back for analysis. Since there is no evidence to review, the complaint cannot be confirmed.

Event description:
"Transparent lumen presenting hole."